Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.